Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor function failed and the motor speeds were unstable; however, the repair was not completed due to material hold. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: saudi arabia.

Event description:
It was reported that during inspection the motor was not working as the device had no power. There was no patient involvement. During product evaluation, it was discovered that the motor speeds were unstable. Due diligence is complete and there is no additional information available.